Event description:
On (B)(6) 2024 an ilet user's daughter reported the user's blood glucose (bg) was low in the 40s mg/dl, then treated and rising to the 50s mg/dl. The user experienced a drop in bg after announcing a meal, unaware that meal announcements trigger insulin delivery based on the 'usual' meal, not current bg. This caused confusion as the user expected the system to adjust meal announcement dose based on current bg, not meal size chosen. The customer care agent explained the meal announcement process to the user and clarified not to announce meals when bg is low. During the event, the user's bg dropped to 44 mg/dl. They used 2 glucose tablets and experienced dizziness and nausea. The user's bg returned to 141 mg/dl. No professional medical intervention occurred, but assistance was required to get glucose tablets.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date following a meal announcement. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Ilet data shows the user's cgm glucose was 80 mg/dl and stable at the time of the meal announcement. Cgm glucose remained between 74 to 118 mg/dl until it went below range 80 minutes after the meal announcement dose was delivered. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended by delivering insulin in response to cgm glucose values and user-initiated meal announcements. The hypoglycemic event was likely caused by the user overestimating the carbohydrate content of their meal, resulting in an excess of insulin relative to their need and causing hypoglycemia and the user's misunderstanding about how the meal announcement algorithm dosed insulin.